Event description:
It was reported the patient heard an alarm on their pump about one month prior. It was an isolated incident. The alarm went off for 2-3 minutes. The patient changed position. The patient laid flat and made sure the pump didn¿t turn and indicated that the last time there was an alarm the pump had turned. The alarm then turned off. The patient stated ¿life has only gotten better since the pump has been implanted¿. The pump was delivering lioresal.

Manufacturer narrative:
Product ID 8590-1, lot# n225538, implanted: 2009-(B)(6), product type accessory product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter product ID 8596sc, serial# (B)(4), implanted: 2009-(B)(6), (B)(4).